Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to reset the pump and subsequently replaced it. The customer acknowledged they would continue using the current pump and rely on an alternate method if necessary. A replacement pump with updated software was sent to the customer.